Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received the inappropriate shock. The patient presented to the emergency room and no changes were made but the medications were changed. The healthcare professional requested a review of the storage episode, upon review it was noted oversensing, which led to inappropriate shock. Additionally, low amplitude was also noted. Subsequently, a revision procedure was performed and the s-ICD system was explanted and replaced. No additional adverse patient effects were reported.